Event description:
A consumer reports that following intraocular lens (iol) implant surgery, his vision is poorer, he needs corrective lens to see for his near vision, and his far vision is not 20/20. He also reports that a photorefractive keratectomy (prk) was done to correct for astigmatism. The surgeon reports that the lens is misaligned and feels "there is nothing wrong with the lens or quality of the lens". Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 10/22/2008 and 11/04/2008 by phone, fax, and mail. A completed questionnaire has not been received.